Event description:
Using a bipolar waffle tip cautery to ligate a fallopian tube. As the tube was grasped, half of the instrument fell apart inside the pt leaving the plastic-holding apparatus in the abdomen of the pt.